Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the shell, wear abrasion, crease fold and weight to the spec. Cloudy and voids were observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "right side rupture and an exchange of textured devices due to patient's concern with product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture and an exchange of textured devices due to patient's concern with product." Device remains implanted.